Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was started with tandem technical support (tts) however customer was unable to complete the check. Customer changed the pump supplies and successfully resumed insulin therapy. Customer¿s blood glucose level was 386 mg/dl.